Event description:
A 63-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. On (B)(6) 2025, the patient informed novocure that following array removal on (B)(6) 2025, after three days of use, she developed a skin reaction on her scalp. The patient reported discomfort associated with wearing the rear array. An image provided demonstrated two eschar-covered lesions with mild to moderate erythema on the posterior scalp, one of which exhibited slight purulent drainage, as well as a smaller area of skin erosion in the occipital region. The physician prescribed fusidic acid/betamethasone ointment and betamethasone valerate ointment for topical application to the scalp. Optune gio therapy was temporarily discontinued. On (B)(6) 2026, the healthcare provider (hcp) informed novocure that the patient had experienced a similar skin reaction, approximately three weeks earlier. The image provided showed diffuse erythema and irregularly shaped superficial crusted lesions of varying coloration from yellow-to-yellow green, some with adherent exudate, including one partially detached on the top/frontal region of the scalp. On the same day, the patient reported that she had resumed optune gio therapy three days prior and, upon array removal, observed scalp swelling and drainage from the affected areas. She stated that the hcp prescribed an unspecified antibiotic, and therapy was again temporarily discontinued. On (B)(6) 2026, the patient notified novocure that she had been prescribed a 10-day course of oral clindamycin and betamethasone cream. On (B)(6) 2026, the hcp reported that the patient received outpatient treatment. No additional risk factors for skin irritation were identified. The hcp assessed the event as related to optune gio therapy and indicated that the patient must achieve complete healing before optune gio therapy can be resumed.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin irritation/inflammation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm). Additional device tfh213732 manufactured on january 21, 2021.